Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor). The customer got the same error twice and was not able to rewind. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed for the reported event. The customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. The customer reported that the piston of the pump would not go down after having to restart it due to a pump error 43. No harm requiring medical intervention was reported. A product return for mmt-1881 was requested and the customer response was the pump will be returned.

Manufacturer narrative:
Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to prime anomaly. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 49 occurred on 04/19/2024 17:20--18:13 in history file and traces. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 43 is confirmed due to being found in history files and due to motor anomaly. Prime anomaly is confirmed due to moisture damage on the motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.